Event description:
During baxter's evaluation of a spectrum pump, heat damage was identified. There was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the identified heat damage, which was experienced during evaluation. It was found to be caused by a failed component on the input/output printed circuit board (I/o pcb) which damaged the front case. The front case, failed I/o pcb and shielding were replaced.